Event description:
Affiliate reported pt who inserted a new surevue lens. That afternoon pt experienced a "reaction" and removed the lens. Pt saw an ophthalmologist the next day, who cultured the lens and cornea and tested positive for pseudomonas aeruginosa. Product is being forwarded for analysis. Small scar remains at site. No additional info is available at this time.